Manufacturer narrative:
Reported event of loose or intermittent connection was confirmed. Reported event of high impedance was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Further analysis of the device¿s lead impedance, sensing, pacing, and high voltage charging were found to be normal.

Event description:
It was reported that during a device upgrade procedure, the setscrew of the device was too loose and high defibrillation impedance and high pacing impedance were noted. The device was explanted and replaced to resolve the event. The patient was in stable condition.